Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion that had breached the insulation due to friction of the lead to the can was found at 6.9 cm to 7.0 cm from the connector pin. The insulation appeared to be wrinkled at the same region.

Event description:
This report is to advise of an event observed during analysis.